Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the valve in the pack was leaking, found at the end of the procedure. There was blood loss of approximately 10 milliliters (ml) during a pediatric procedure. There was no delay. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.